Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that the physician's handheld screen was unresponsive. A hard reset was performed but the screen remained unresponsive and stuck on the "welcome to windows - touch the screen to continue". The handheld and flashcard were returned to the MFR for evaluation. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. During the analysis of the returned handheld, it was identified that the touchscreen display was defective. The cause for the display anomaly is associated with a resistance value being higher than expected in the touch screen circuitry. Since the touchscreen display uses resistance values to determine the coordinates of a screen tap, the additional resistance associated with pin 3 caused the display interpret the screen taps incorrectly. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis.